Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. Although the root cause of this event cannot be conclusively determined, it appears that the stenosis and insufficiency were likely caused by the degenerated valve. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case, the healthcare provider note calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 years and 2 months due to severe bioprosthetic valve degeneration with aortic stenosis and aortic insufficiency. Calcification was also noted. According to the op report, the device was replaced with a new edwards prosthetic valve. The aortic closure was relatively difficult, as the aortic route was heavily calcified. Tee after separating from cardiopulmonary bypass demonstrated a well function bioprosthetic aortic valve, without evidence of paravalvular leak. The patient appeared to tolerate the procedure well and was subsequently transferred to the cardiac surgical ICU in stable condition.